Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the crossbrace is broken on the left side at the attaching clamp along the weld.

Manufacturer narrative:
Additional/updated information was added to reflect the crossbrace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing broke just below the weld at the seat rail. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat rail piece of the crossbrace was intact; however, the tubing had broken just below the weld where the crossbar portion meets the seat rail. However, the underlying cause could not be determined.

Event description:
The provider states the crossbrace is broken on the left side at the attaching clamp along the weld.